Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. The measurable dimensions of the instrument were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The investigation shows that the pivot screw fell apart from the instrument. Unfortunately, without any more information, we are not able to determine the exact cause which has led to this occurrence. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, the laminectomy punches broke. No further information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.